Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up in back up vvi mode. After a device download was performed successfully, the device resumed normal function. The patient would be followed normally.